Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were damaged during open heart surgery. The ra lead was capped and replaced and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b implantable pulse generator (ipg), (B)(6) 2006; 383059 implantable pacing lead, (B)(6) 2006. (B)(4).